Event description:
It was reported that travel course error occurs every time during occlusion test and missing an o-ring for the plunger shaft. Event occurred during routine preventive maintenance inspection. There was no patient involvement and patient harm.

Manufacturer narrative:
One device was returned for analysis of complaint that travel course error occurs every time during occlusion test and missing an o-ring for the plunger shaft. Event occurred during routine preventive maintenance inspection. There was no recent service history. Review of event log found travel coarse error. Initial inspection found the plunger stuck in the extended position with the tube seal missing. Powerup produced a force sensor test failure. Internal inspection found many screws to be missing or used in the wrong location. Probable cause was human factors, improper repair attempt. Replaced all damaged, worn and missing parts. Pump passed all functional testing post repair.